Event description:
The metal tube that extends from the port where the taper connector is attached broke off the port and pelvic pain. Follow up findings: leakage of the access port itself. Pelvic pain is secondary to access port break.